Event description:
During the atrial fibrillation procedure, when the catheter was attempted to be placed into the correct position, it was noted that the image of the cs ostium was not visible. Under fluoroscopy, it was noted that the tip of the catheter displayed as if it were bent. Once the catheter was removed from the patient, it was noted that the tip of the catheter was fractured. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and viewmate system and produced a clear image with no blurring or artifacts noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.